Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube multiple kinks and a break 20cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the mid-shaft at the wire exchange port. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-feb 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 75% stenosed, 36mmx2.50mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a non-bsc guide catheter was engaged and crossed the lesion, pre-dilation was performed with a 2.5mm x 15mm balloon catheter resulting to 65% residual stenosis. Following pre-dilation, a 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, it could not go through the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and that patient's status was stable. However, returned device analysis revealed a shaft break.